Event description:
Customer reported a hospitalization due to diabetes ketoacidosis. The blood glucose reading is 700 mg/dl. Customer was vomiting and nauseated. Customer is anemic and has an infection. Hospital treated with IV drip, antibiotics and fluids. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.